Event description:
A dentist reported that a pt received a second degree burn on her lip during the use of a 25lha handpiece. No medical intervention was required as a result of the incident. It was also reported that the handpiece had been used as a check retractor during the procedure. During a follow up call with the dentist in 05, it was reported that the pt has recovered.